Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported the inner gantry covers were broken. Representative replaced covers and controlled dose values. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect covers have not been received by manufacturer for evaluation.

Event description:
A site representative reported that while outside of surgery the gantry of the imaging system would not close properly. There was no patient present at the time of the issue.